Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to perform self test. The customer suspects the universal cable is at fault and will be returning it for evaluation. The complainant indicated that there was no pt involvement in the reported failure.